Event description:
The customer reported experiencing unspecified battery issues. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, therefore no additional information was able to be obtained.